Event description:
Litigation alleges that the patient suffers from pain and discomfort in her hips and thighs which has increased over time; numbness, weakness, decreased range of motion, loss of balance, rashes, headaches, dizziness, and difficulties with activites of daily living. The patient also alleges that her hip catches and clicks, elevated levels of cobalt chromium metal ions, and muscles mass and deterioration of the soft tissue in her hips. Bilateral.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.